Event description:
Event description guidant received information that this patient had a loss of capture on his pacing system revealed on the rhythm strips. There was an inhibition of pacing with manipulation. The patient was hopitalized and complaining of being lightheaded. The field representative called technical services to inquire if recommendations could be sent to the physician regarding the management of this pacing system with the present symptoms of loc with pocket manipulation, as a concern for a fractured lead. The patient was sent home with a holter monitor and will be seen in the clinic again today. A technical services consultant recommended testing the lead in the bipolar configuration, and increasing the pulse width to the maximum.